Manufacturer narrative:
This report is filed, february 1, 2016. The device is currently unavailable.

Event description:
Per the clinic, the device was explanted on (B)(6) 2015 as CT scan revealed the electrode array was implanted in a small air cell tract inferior to the cochlea. The device has not been made available for analysis as of the date of this report, february 1, 2016.